Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). The lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Risk management review: a review of (B)(4) identifies the hazard situation as "4.36 - stopcock valve unable to turn / rotate and/or handle breakage" the risk level is considered moderate. Based on complaint of "stopcock broke." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device; however, an image of the device was provided. Based on the provided image, the stopcock was broken at the lever which is used to turn the stopcock into a closed or open position. The system stopcock material exhibited significant deformation. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. Additional testing and evaluation could not be performed as the product was not returned. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev e) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: confirmed / stopcock breakage during use. Confirmed by image only.

Event description:
(B)(4). Natus evd3 drainage chamber equipped with a stopcock for cerebrospinal fluid collection and chamber drainage. The stopcock arrow broke. The nurse marked the approximate location of the missing arrow on the remaining stopcock. Manual manipulation of the stopcock was not possible; clamps were required to facilitate drainage. Neurosurgery physician notified to replace the drainage system. Event 1/2.

Event description:
Nt821731c - natus evd3 drainage chamber equipped with a stopcock for cerebrospinal fluid collection and chamber drainage. The stopcock arrow broke. The nurse marked the approximate location of the missing arrow on the remaining stopcock. Manual manipulation of the stopcock was not possible; clamps were required to facilitate drainage. Neurosurgery physician notified to replace the drainage system. Event 1/2.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve) effect (harm): over drainage/under drainage of csf residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to CAPA 005781. Further investigation to be carried out.